Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, according to rms report, ventricular oversensing is detected leading to inhibit v pacing (for patient with complete avb). During the in-clinic follow-up on (B)(6) 2024, v oversensing reproduced with deep breaths. The v sensibility was reduced to 1,2mv. To be noted: one ventricular lead vega is abandoned inside the heart.

Manufacturer narrative:
The review of provided data highlighted that the ventricular oversensing is probably due to myopotentials and diaphragmatic contractions sensed by the bipolar ventricular lead. No malfunction is suspected on the device. This case is retained and utilized for trend purposes. Please find attached the report.

Event description:
Reportedly, according to rms report, ventricular oversensing is detected leading to inhibit v pacing (for patient with complete avb). During the in-clinic follow-up on (B)(6)2024, v oversensing reproduced with deep breaths. The v sensibility was reduced to 1,2mv. To be noted: one ventricular lead vega is abandoned inside the heart.